Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a device's sound abatement foam. There was no harm or injury reported. The device is a humidifier concomitant to the device reported on MDR 2518422-2021-04059. The humidifier does not contain sound abatement foam and therefore there is no allegation of malfunction of the device that could cause or contribute to serious injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black debris related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.